Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that appeared on the home choice (hc), during drain 1 of 5. The drain volume was 1575 ml. The home patient (hp) changed the heater bag and reused the set up. The technical service representative (tsr) explained and assisted to end therapy. The tsr advised the hp to let the registered nurse (rn) know that the hp reconnected the heater bag. The hp asked if they could reuse the set up. The tsr explained again that they could not reuse the same set up. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had reported this issue to her. She had discussed proper procedures regarding reusing supplies and disconnecting supplies during therapy. There were no adverse effects reported in relation to this event, and therapy since has been going well.

Manufacturer narrative:
(B)(4). This condition of a use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint.